Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty filter-inductor on the system board. Analysis for reports of this type has not identified an increase in trend.